Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 32 mg/dl, 287 mg/dl and 138 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer at the time of the call did not have the product with them. The device manufacturer date is unknown at this time. The customer's product has been requested back for investigation. A follow-up report will be filed once the investigation results are available.